Event description:
It was reported to philips that the device experienced an ECG leads test failure. The customer tried multiple trunk cables and lead sets but the issue remained. There was no patient involvement.